Manufacturer narrative:
Concomitant medical products: evproplus-34us valve, implanted: (B)(6) 2022. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that the cardiac resynchronization therapy pacemaker (crt-p) was affected by electromagnetic interference (emi) from the patient's computer. The patient noted that when using their computer, they felt weird and their heartrate increased. The crt-p remains in use. No further patient complications have been reported as a result of this event.